Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. The rv lead was capped and replaced on (B)(6)2025. The patient was stable.